Manufacturer narrative:
Concomitant medical products: 990063-020 mapping catheter. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, transient st elevation and coronary spasm in the right coronary artery occurred. Medication was administered. The patient recovered from the st elevation and coronary spasm. The case was switched to radiofrequency and completed with radiofrequency. No further patient complications have been reported as a result of this event.